Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2007. Patient experienced pain, soreness, difficulty walking, and elevated levels of cobalt and chromium. There is no mention of revision surgery. Doi: (B)(6) 2007 - dor: unk (right side). Patient is a resident of (B)(6). Update 01/10/2012: patient fact sheet (pfs) form was received. There was no new information that would change the outcome of the investigation. Pfs attached to file. Update ad 30 apr 2018: (B)(4) has been re-opened under (B)(4) due to asr litigation received. In addition to what were previously reported, litigation alleges injury. The event description has been updated to indicate the allegations as reviewed. The law firm name and patient harm, manufacturing date, and date of revision ((B)(6) 2017) has been updated as well. An impacted product for stem ((B)(4)) and sleeve ((B)(4)) has been added as well. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Event description:
After a review of the medical records, the patient was revised to address painful metal on metal total hip with adverse soft tissue metal reaction. Serum metal ion levels were noted to be elevated and MRI showed a significant fluid collection. Revision note indicated, the hip was aspirated with synovial fluid. Significant metal reaction was noted with obliretation of most of the abductor muscle. There was metal staining on the fascia, soft tissue and significant metallosis of the stem and head. Doi: (B)(6) 2007 dor: (B)(6) 2017 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Wwcapa 00780 superseded by mdd CAPA-001226 was established regarding root cause and/or corrective actions. Reference: mdd CAPA-001226. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) was used to capture device revision or replacement.